Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-03366, 1627487-2013-03367, and 1627487-2013-03368. The pt received 4 scs leads. Two scs leads have different lot numbers and 2 scs leads have the same lot number. It was reported the physician recommended the pt's scs ipg be explanted due to the pt being pregnant. It was also reported the pt was not caring for her scs lead incision sites and developed an abscess at one of the sites. Subsequently, the pt's entire scs system was explanted.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.